Manufacturer narrative:
Correction made to d1 product information as it was documented incorrectly in initial report. Correction made to g5 based on updated product information good faith effort was made to obtain serial number and UDI.

Event description:
This report is based on information provided by philips personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the intellivue mx550 patient monitor stating that the patient care service director (pcsd) and staff nurse understood that if spo2 is "searching" there would not be adequate data to produce a red alarm. The pcsd is engaged with massimo as well. The pcsd collecting data for answering the following: a) do they need configuration changes to default settings, b) do they need a secondary/back up means of monitoring spo2. The spo2 sensor was noted to be located on the patient's toe, and there was no alleged failure of the device. There was desaturation (desat) noted in the alarm review; a nurse got to patient in time to use an ambu bag and get o2 saturation up; clinically this would be a "near miss".

Manufacturer narrative:
A philips clinical solutions delivery consultant (csdc) indicated that this patient was ventilator dependent with a tracheostomy. Prior to the event, the spo2 sensor had been replaced due to low spo2 signal. At the time of the event, it was noted the patient was kicking and moving so nursing thought the patient had kicked off the spo2 sensor. It was indicated by the customer that this patient has frequent issues which result in alarms, which made it difficult to determine which episode of alarming was relevant to the complaint. During a 12-hour period around the event, there were no noted cardiac events. Nurses indicated there was a heart rate of 48 at one time, but there was no evidence of this in the logs. The only value of 48 was seen for a desaturation, which did not occur during the complaint timeframe. Nursing staff indicated the spo2 was 'searching' for a signal. Nursing also heard a low tone, which describes the spo2 inop sound. The clinical specialist was onsite with nurses and made some changes to the spo2 sensitivity, which resolved the issue. A philips technical consultant (tc) was able to provide images of the philips patient information center ix (pic ix) audit logs, and screenshots of the mx500 bedside monitor review alarm screen. A philips product support engineer (pse) reviewed the data/ the mx500 review alarm screenshots showed on 19sep2024 several spo2 low alarms at 8:00:45, 8:02:48, 8:03:37, and 8:04:46; each of these alarms were acknowledged. A desat alarm was also seen at 8:04:39, which was acknowledged. Entries of a "spo2 poor signal", "sensor off", "spo2 no pulse", "spo2 searching", and "spo2 low perf" inoperative (inop) messages starting at 9:07:27. These messages continued through 9:47:33, and were followed by several instances of spo2 low and desat alarms, which were acknowledged, up until 10:03:38, where inop messages for "spo2 low perf" and "spo2 poor signal" occurred every few seconds until 11:16:14 with only one spo2 low alarm at 11:11:26. The review of the pic ix audit log confirmed the activity found in the mx500 review alarm screenshots during the time where inop messages for "spo2 low perf" and "spo2 poor signal" occurred every few seconds until 11:16:14; no data was seen in the audit log. A philips clinical specialist (cs) was onsite with nurses and made some changes to the spo2 sensitivity; the sensitivity was changed to maximum. This improved sqi and eliminated "?" From the spo2 numeric. The device was confirmed to be operating per specifications and no failure was identified. The issue was related to the sensor sensitivity settings, however, the cause cannot be conclusively determined, as poor spo2 signal may have been due to poor perfusion, sensor placement, or patient movement. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The issue was escalated for further investigation. Per a philips product support engineer (pse), the manufacturer of the spo2 sensor, massimo, provided their firmware to the customer via their single-wide spo2 modules. The issue was identified to be with the massimo spo2 sensor firmware. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.